Event description:
It was reported that the colonovideoscope had an e216 scope communication error code. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water-cylinder and tube had foreign objects. Based on the results of the investigation, a definitive root cause for the reported malfunction could not be identified. Additionally, the cause of the reported issues found during device investigation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.